Event description:
The customer stated that samples from two different patients generated discrepant chemistry results on the architect analyzer that were repeated within the normal ranges on another architect analyzer. The first patient sample generated results as follows: result: first analyzer: sodium less than 100; second analyzer: 137, unit: mmol/l. First analyzer: potassium 2.0; second analyzer: 3.9, unit: mmol/l. First analyzer: chloride 52; second analyzer: 104, unit: meq/l. Error code 0352 (unable to process test due to previous processing module error) and error code 3375 (unable to process test, aspiration error occurred) were generated while trying to obtain this patient results on the first analyzer. None of the suspect results were reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.